Event description:
Revision surgery - due to patient wanted her hemi hip converted to a total hip.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2021-00032; 400-04-320, s800 - revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.